Event description:
Additional information identified the patient's entire scs system was removed prior to (B)(6) 2018, due to an infection. Please see reference MFR. Report#: 1627487-2018-07913 for infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was observed to be tilted and sticking outward during post-operative programming. Additional information obtained identified the patient¿s entire scs system was removed (date unknown). The patient was later implanted with a new scs system on (B)(6) 2018.